Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens but there was a problem with the eye. Additional information has been requested but none has been forthcoming.